Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. The customer changed out the infusion set and the cannula was found to be kinked. Insulin delivery was resumed. The customer was feeing better and required no further assistance. Brand of infusion set was not reported.